Event description:
Contact reported that a pt had hemoglobin levels drop in recovery resulting in 6 units of blood being given to the pt over time. Pt recovered and there was no pt injury as a result of this situation. The surgeon believed that this may have been related to the use of the depuy acromed cellect system and so an MDR is being filed to document this event.